Event description:
During training by a zoll medical sales representative, the device did not power up with battery, the device powered up with ac power and displayed "pacer disabled", "defib disabled", "pacer fault 116", and "defib fault 72" messages. There was no patient involvement in the reported malfunction.